Event description:
Boston scientific received information that two days post implant, the patient with this right ventricular lead experienced an inappropriate shock. Interrogation revealed noise causing oversensing with ten beat pacing inhibition. The noise could be reproduced. It was thought there was a lead perforation. A revision procedure was performed, this lead was repositioned. No further adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead was repositioned, remains implanted and in service. Should additional information become available, this event will be updated.